Event description:
It was reported patient had an implantable neurostimulator (ins) implanted on (B)(6)2013 and explanted on the same day due to paralysis. It was noted the manufacturing representative was charging the ins in the recovery room. The reporter stated he was asked to ¿wiggle¿ his right foot and he could not. It was noted the patient was paralyzed from the waist down. It was further noted the paralysis resolved when the spinal cord stimulation system was removed. The reporter stated the paralysis was not from surgery and occurred in the recovery room. It was noted the patient had a follow up appointment with their healthcare professional (hcp) to discuss the paralysis. It was further noted the patient had nerve and muscle pain in their stomach and had trouble healing following the surgery. The reporter stated they were having trouble with their back pain because of healing and a pre-existing pain condition which was why the patient wanted the ins. It was noted the patient was disappointed with the results since they had a successful trial. It was further noted the patient wanted to get the ins because the trial relieved their pain so well. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_recharger_acc, serial # unknown, product type recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Correction: additional review revealed that a manufacture representative was aware of this event on (B)(6) 2013, aware date of the new information is (B)(6) 2013.

Event description:
Additional information received reported that the patient had the implantable neurostimulator implanted and explanted the same day. It was noted that no other attempts were made. It was reported the patient "wanted" another device but their health care provider "wouldn't do it". It was noted that the cause of the event was unknown. It was reported that the patient's paralysis resolved after the system was explanted. It was noted that the patient's outcome at the time of the phone call was "still in a lot of pain" at baseline level. It was further reported that there was a manufacture representative at the implant/explant procedure on (B)(6) 2013. It was further reported that a impedance test post implant was "normal". It was noted that there was no malfunction of the device.